Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during follow-up, poor sensing was observed. X-ray showed the lead was slack. The lead was explanted and replaced. The patient condition was good after the procedure.